Event description:
It was reported that this pump was removed from service on (B)(6) 2011 due to 1000 ml of fluid infused over 3 hours with a drip rate setting of 80 ml/hr. The back check valve had been removed for a procedure and was not replaced when returned to the pump as the customer could not administer blood through the back-check valve.

Manufacturer narrative:
(B)(4).